Manufacturer narrative:
The field service engineer tightened a very loose connection on the 24v power supply. This resolved the reported issue of the table not moving. The field service engineer verified proper operation of the table per hydradjust plus dr service manual 404954. Unit passed checkout procedures and was returned to service.

Event description:
On 1/19, customer reports during patient procedure, the table stopped moving in all directions. The table was in a flat position, physician completed procedure. No reported injury. Customer could not provide patient or procedure information, other than to say procedure completed, no injury.